Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, customer samples and retention samples selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that 3 bd vacutainer® push button blood collection set with pre-attached holders experienced under fill or low draw and blood spatter/leakage during use. The following information was provided by the initial reporter: lab store in charge reported by phone three incident happened in phlebotomy room while using pbbcs 23g lot 8283765, blood was leaking from the connector above the luer adapter causing the tubes not fill probably and be full of air bubbles. Visiting the site for further investigations, the phlebotomists stated that the same thing happened with lot number 8283766 but he didn't inform his in charge, but as today three incidents happened he took pictures and informed. Checking the lab store & the phlebotomy room for all available lots, a total of 6 crt left from lot numbers 8283765 & 8283766.

Event description:
It was reported that 3 bd vacutainer® push button blood collection set with pre-attached holders experienced under fill or low draw and blood spatter/leakage during use. The following information was provided by the initial reporter: lab store in charge reported by phone three incident happened in phlebotomy room while using pbbcs 23g lot 8283765, blood was leaking from the connector above the luer adapter causing the tubes not fill probably and be full of air bubbles. Visiting the site for further investigations, the phlebotomists stated that the same thing happened with lot number 8283766 but he didn't inform his in charge, but as today three incidents happened he took pictures and informed. Checking the lab store & the phlebotomy room for all available lots, a total of (B)(4) crt left from lot numbers 8283765 & 8283766.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, customer samples and retention samples selected from bd inventory for evaluation/testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
Medical device type: fmi/jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® push button blood collection set with pre-attached holders experienced under fill or low draw and blood spatter/leakage during use. The following information was provided by the initial reporter: lab store in charge reported by phone three incident happened in phlebotomy room while using pbbcs 23g lot 8283765, blood was leaking from the connector above the luer adapter causing the tubes not fill probably and be full of air bubbles. Visiting the site for further investigations, the phlebotomists stated that the same thing happened with lot number 8283766 but he didn't inform his in charge, but as today three incidents happened he took pictures and informed. Checking the lab store & the phlebotomy room for all available lots, a total of 6 crt left from lot numbers 8283765 & 8283766.